Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suture cut needle driver instrument was found to have a broken cable. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that there was a cable found protruding from the distal end of the instrument. The instrument did not collide with any other instrument or tool during the procedure. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found with an excessive amount of dried residue around the clamping pulley cable grooves. The complaint of broken cable was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.